Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is in the hospital as they have been having some spasms and they wanted to be able to check the implantable neurostimulator (ins) to make sure everything was ok. They were walked through how to connect with the patient's ins using the handset and communicator. They confirmed the handset read the ins as "battery ok" and stimulation "on". The spasms started a couple weeks ago and the patient has been in the hospital for two weeks. It was reviewed they should follow up with the healthcare provider (hcp) to have the device checked and to discuss the spasms.